Event description:
Major pump unit(s) involved: external control system failure;red heart alarms: power.specific component(s) involved: external battery malfunction;battery contacts needed cleaning.causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for system.intervention(s): replacement of external battery;retraining for all family care givers.implant device type: lvad.

Event description:
It was reported that on monday, the patient was vomiting due to gall bladder problems. An endoscopy was performed and realize band was in place. The gall bladder was removed at some point, however, date is unknown. At about three days later, an exploratory was performed, and the band had slipped. Action taken was the band was unlocked, and left inside the abdomen waiting for the stomach to heal. It will be relocked at a later time. The surgeon states the slippage of the band was due to the vomiting caused by the gall bladder condition. The band was implanted approximately one year ago.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Device remains implanted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) the injection port with the locking connector and the tubing strain relief were returned for investigation. The reported event was for band slippage. Analysis of the port would not assist in establishing potential or probable cause. A DHR review was conducted and no discrepancies were observed during the manufacturing process.

Event description:
Spoke with the consumer and she verified the information previously reported, but disputed the gall bladder condition as the reason for the band slippage. She feels that due to the inability to remove the fluid after it was injected, led to band overfill and vomiting as a consequence. The patient feels that the band is leaking as she has had approximately 30 fills and the volume is always less than what was previously injected. However, a leak cannot be confirmed under fluoroscopy with contrast and a diagnostic laparoscopy will need to be perform to evaluate the issue. Consumer to call back after the procedure has been scheduled.